Manufacturer narrative:
Covidien reference number (B)(4). The evaluation and repair of the device has not been completed. A supplemental report will be submitted once the evaluation and repair is completed.

Event description:
Covidien received information stating that, while in use on a patient the touchscreen on a 980 ventilator was unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.